Event description:
It was reported by the dr's office that a dental assistant was sitting in a stool when the body support bolt broke. The assistant fell towards the pt but the dr caught her before she fell on the pt. There were no injuries reported. This stool has been repaired and is now working properly.